Event description:
The patient services rep (psr) of a patient contacted lifecor customer support to report that the belt was continually alarming to "adjust belt." The psr replaced the patient's electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in the ECG a. There were solder bridges between pins 6 and 7 and pins 1 and 2 on u1. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unknown, but is likely due to solder splashed during manufacturing refurbishment. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.